Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a pump containing water. It was reported that a pending alarm occurred on (B)(6) 2016. The pump logs were read, and there were motor stalls on (B)(6) 2016. It was indicated that the pump was not implanted.